Manufacturer narrative:
(B)(4). The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 00012, 0001825034 - 2019 - 00013, 0001825034 - 2019 - 00014.

Event description:
It was reported patient underwent hip revision approximately 12 years post implantation due to pseudotumor. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed with operative notes. The revision operative notes were reviewed and identified patient was revised due to pseudotumor for mom construct. Revision right hip to mdm articulation with removal and drainage of lymphocytic pseudotumor. Unroofed pseudotumor and spread out. Removed capsule of the pseudotumor without issue. Review of the device history records identified no related deviations or anomalies during manufacturing. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.